Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer2132 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported placement confirmed by ECG, review shows elevation of p-waves. Once PICC stopped working the chest x-ray shows the tip of the catheter in the proximal svc with coiling in the arm approximately 6cm above insertion site.